Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump automatically reset itself when the battery was changed. Caller reported that the time an date was wrong and there were no alarms. Customer's blood glucose was 400 mg/dl. Caller declined troubleshooting for high blood glucose. Insulin pump would be replaced.